Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported he has been receiving no delivery alarms and high blood glucose. Customer changed the infusion set and reservoir. Customer did have a bent cannula. Customer was unable to troubleshoot. Blood glucose value was 236 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.